Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. Additionally, it was noted that this crt-d experienced short lead events, which is consistent with high voltage pacing on the right ventricular (rv) lead. An engineering review of device data was completed, and a device reset was found along with a battery status of end of life in addition to the code 1007. The device and the rv lead were recommended to be replaced. A revision procedure was performed and the crt-d was explanted and replaced, while the rv remains in service. No additional adverse patient effects were reported.